Manufacturer narrative:
Product event summary: the controller and battery were not returned for evaluation. Log file analysis revealed that the controller, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching event that was logged due to communication errors involving the battery. Analysis of the alarm log file revealed one (1) critical battery alarm due to a communication error involving the battery. As a result, the reported premature switching and critical battery alarm was confirmed. A power source lubrication procedure was performed on all associated power sources in accordance with the requirements under fsca (B)(4) on (B)(6) 2018 to mitigate the reported conditions. The most likely root cause of the reported premature power switching and critical battery alarm can be attributed to a communication error between the controller and battery. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated the battery had a communication error with the controller.

Manufacturer narrative:
Correction: b3, initial g4, h6. Product event summary: the battery (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event due to a communication error involving (B)(6)within the analyzed period. Data log files also revealed several instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was logged between 101-201, which are indicative of communication errors. In addition, analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(6). As a result, the reported events were confirmed. A power source lubrication procedure was performed on the associated power source in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 to mitigate the re ported conditions. The most likely root cause of the reported premature power switching event and critical battery alarm can be attributed to a communication errors between the controller and battery. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. Additional products: battery/ (B)(6). D10: yes, return date: 2019-06-12 h3: yes h6: patient code(s): c76143 h6: FDA method code(s): 10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / catalog#: 1650de / expiration date: 2018-03-31, UDI #: asku, device evaluation anticipated, but not yet begun, mfg date: 2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a critical battery alarm when the battery capacity was above 10%. It was further reported that the patient also experienced power switching on one of their batteries when the battery capacity was above 25%. The battery provided power when connected to the controller. Power switching could not be reproduced by manipulating the connections or cables. There was no damage noted to the controller or its power connectors. The event was not associated with any controller alarms or pump stop events. The battery was exchanged. No patient complications have been reported as a result of this event.